Event description:
During a ptca / stenting treatment procedure involving a calcified and 99% stenotic lesion in the lad coronary artery, the maverick2 monorail balloon lost pressure at 8 atm's on the initial inflation. The patient was asymptomatic during this event. The maverick2 monorail catheter was removed and replaced with another maverick2 monorail catheter to dilate a tristar stent in the lad lesion as was previously planned. The procedure was succesfully completed. A guidant acs cross-it guidewire (size unknown) and a cyber guide catheter (size unknown) were also used in this case, but the types and sizes of introducer sheath and inflation device used are unknown. The procedure was successfully completed. Patient status is reported as 'good'.